Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole at each access site prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture took and was successfully replaced. A second proglide was deployed. When the device was being removed, the suture would not release. The third proglide failed and there was resistance removing. The device was yanked out, and a dissection was noticed. Bleeding was controlled with a 14f sheath. The tavi procedure was completed. As access was available from the lcfa, the rcfa was closed by using a balloon tamponade from the lcfa. A fourth proglide device was used after the tavi procedure for closure of the 6f hole in the lcfa. After deployment, the footplate did not close completely. It was removed without any adverse patient effect. Hemostasis was achieved with manual compression in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, force was used to remove the device. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole at each access site prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first proglide suture took and was successfully preplaced. A second proglide was deployed. When the device was being removed, the suture would not release. The third proglide failed and there was resistance removing. The device was yanked out, and a dissection was noticed. Bleeding was controlled with a 14f sheath. The tavi procedure was completed. As access was available from the lcfa, the rcfa was closed by using a balloon tamponade from the lcfa. A fourth proglide device was used after the tavi procedure for closure of the 6f hole in the lcfa. After deployment, the footplate did not close completely. It was removed without any adverse patient effect. Hemostasis was achieved with manual compression in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: after the second proglide became stuck, the device was pulled back hard to remove. The third proglide was noted to have the suture not release and became stuck. The device was yanked out, and a dissection was noticed. Bleeding was pulsatile and controlled with a 14f sheath. No additional information was provided.